Manufacturer narrative:
A device history record review was completed for the lot number, no defects or imperfections were observed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported by the customer that the caps are loose or already off when removing the syringes from the box. A technician poked himself twice due to the cap sliding off by itself when he peeled open an individual pack. This would have been a clean stick. No information was received regarding any serious injury as a result of this report.